Manufacturer narrative:
Product destroyed by retailer.

Event description:
Consumer alleges that his heating pad caught on fire from the cord. There was not a report of injury or property damage with this incident.